Event description:
It was reported that during a follow up in clinic, myopotential oversensing resulting in inappropriate mode switching was noted on the right atrial (ra) lead. Abbott technical support was contacted and the device was reprogrammed to resolve the event. The patient was in stable condition.